Event description:
Related manufacturer report number: 2017865-2022-05271. It was reported, the day following initial implant, far r oversensing, inappropriate mode switching, p-wave amp variation and an increased atrial capture threshold were noted on the device. Technical support was contacted suspected a microdislodgement of the right atrial (ra) lead and recommended reprogramming to resolve the event. Diagnostic imaging was performed and no anomalies were noted. The device was reprogrammed. The patient was stable.

Event description:
Additional information was received indicating the far r oversensing, inappropriate mode switching, p-wave amp variation and an increased atrial capture threshold were due to the suspected micro dislodgement of the right atrial (ra) lead.